Event description:
It was reported that the joystick for the (B)(4) power chair shows the words goodbye on the screen. States the chair will not turn off. She called to talk to tech to see if they could reset the joystick. No injury reported. Referred back to (B)(6) for resolution.